Event description:
Patient undergoing intracranial embolization for arteriovenous malformation. This is a one-time use catheter. Not using in an unintended way. This was on-label usage. Microcatheter was tested flushed with normal saline on the table before introducing in the patient. There were no clues to think there were any problems with the catheter; flushing, navigation, normal motion. When administering an embolic material called onyx during the procedure, the physician noticed the catheter had a leak which caused the onyx material to be placed in the wrong area. Patient experienced iatrogenic occlusion of proximal r [right] posterior cerebral artery p3-4.